Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the issue continued to occur across multiple cartridges. Customer's blood glucose was 150 mg/dl. The customer reverted to manual injections for insulin therapy.